Event description:
The skin lateral to the device had deteriorated to the point that the device was exposed through a significant opening. The neurostimulator was removed via an expansion of the current opening; the extensions were cut through an incision in the neck. The patient's incisions were closed and the procedure concluded without additional complications. The neurostimulator as well as the excised tissue were sent to the facility's pathology department for analysis. It was requested that the neurostimulator be returned to the manufacturer after the analysis. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).